Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that communication was lost between keyboard and touchscreen. A technical support specialist assisted in turning off the number lock on the keyboard and usb devices and network adapters unresponsive to disable power management on all nics, usb devices, and bluetooth, then rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es lost communication with the keyboard and touchscreen. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.